Event description:
Boston scientific received information that this pacemaker displayed rapid decrease in remaining estimate longevity. The pacemaker showed 1 ½ years longevity with magnet rate of 90 from the last check three months prior. After the next scheduled check, the device was already at elective replacement indicator (eri). Boston scientific technical services (ts) discussed the device is the most accurate source of longevity and the remaining time before change out. The health care professional (hcp) was advised that there will be three months post eri to replace the device. The pacemaker was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.